Event description:
It was reported that during resuscitation of the patient, the ventilator mode was changed from a pressure controlled to a volume controlled mode of ventilation. According to the hospital, the ventilator was not delivering any volumes after the change. The patient died later. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected. No parts were replaced. Ventilator logs were downloaded. According to the event log the ventilation was started in pressure control mode on (B)(6) 2017 at 11:04 am. The ventilator was switched to prvc ventilation at 11:34 pm and then to volume controlled ventilation at 11:35 pm as stated in the problem description. The ventilator was then switched back to pressure controlled ventilation 3 minutes later. There are several alarms for high airway pressure and also one alarm for volume delivery restricted during the prvc and volume controlled period. These alarms indicate that the airway pressure was higher than or close to the set airway pressure alarm limit and this will restrict the volume delivery to the patient. These alarms are related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered. The ventilator was then by the user set to standby at 11:40 pm on (B)(6) 2017. Our conclusion is that there are no indications of stop of ventilation during the period the ventilator was in volume controlled ventilation. There are no technical error codes in the technical log indicating no ventilator malfunction. According to the hospital, the patient death was due to the patient¿s serious existing heart disease.

Event description:
(B)(4).